Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic irrigation and aspiration tip was clogged before surgery. The surgery was completed on the same day.

Manufacturer narrative:
Additional information was provided in sections d.1, d.4, d.9, h.3 h.6 and h.11. One opened coaxial irrigation and aspiration handpiece with a sleeve in a bubble bag was returned for evaluation for the report of occlusion. The returned sample was visually inspected and deemed conforming. The aspiration and irrigation luer on the returned sample was then tested for occlusion or leakage. The returned sample was conforming for all functional testing. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).